Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
On 02/02/2024, it was reported by a facility representative via (B)(4) that an ar-8332h synergy handpiece was overheating. This was discovered during the case with no patient harm.

Manufacturer narrative:
Functional evaluation: device ar-8332h, (B)(6) was subjected to functional testing per wi-000100858. The shaver handpiece (shp) was tested with a known good shaver console unit (scu). The device passed all functional test criteria. The device was then subjected to a touch temperature thermal test per plm104713. The device, (B)(6), passed the thermal test with a maximum temperature of 22.32° c. The touch temperature maximum limit per bs en 60601-1 2006+a 12 2014. Standards is (48° c). No evidence of excessive heat during the 24 min. Test period was noted. Overheating may occur if the device is operated in a dry environment or when users exert significant force during use. Applying significant force to the shaver handpiece may result in damage to the inner and outer sleeves of the device blade attachments, thereby causing friction and overheating when in use. The customer¿s complaint of, "ar-8332h synergy handpiece was overheating", is therefore not confirmed. (Refer to touch temperature thermal test form).